Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. Review of the event history log (ehl) showed a "high pressure" alarm was recorded multiple times. No discrepancies related to the complaint were found during visual inspection. During the functional testing, the customer reported issue was confirmed. The root cause of the event was an anomaly in the component (downstream occlusion (dso) sensor). The dso sensor was replaced with new one. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an occlusion alarm occurred. Per reporter, there was patient involvement and no harm reported.